Event description:
It was reported while using 4 of the bd safetyglide¿ needle the needle was blocked. The following was received by the initial reporter: please see attached r/t defective needle; provider reports resistance and unable to push medication. This has happened in the past and was reported. Please advise next steps. Response received on 25-sep-2023. Was there any adverse event or serious injury reported? No.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 3083951. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported while using 4 of the bd safetyglide¿ needle the needle was blocked. The following was received by the initial reporter: please see attached r/t defective needle; provider reports resistance and unable to push medication. This has happened in the past and was reported. Please advise next steps. Response received on (B)(6) 2023. Was there any adverse event or serious injury reported? No

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3024945. D4. Medical device expiration date: 29feb2028. H4. Device manufacture date: 24jan2023. D4. Medical device lot #: 3083951. D4. Medical device expiration date: 30apr2028. H4. Device manufacture date: 24mar2023. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.